Manufacturer narrative:
No prime alarm noted. The insulin pump was unable to prime during prime test due to loose/tilted drive support disk. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reports that customer received a compromised forced sensor alarm during priming. Customer states drive support cap appears normal. Customer's blood glucose was 394 mg/dl, due to being on steroids. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.